Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to charge implant. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.